Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformed and compressed fixation helix. Based on the characteristics of these damages, it is reasonable to assume that they were caused by mechanical forces during the surgery. Further inspection revealed cuttings in the insulation, deformations of the outer coil and damages of the steroid collar. These damages occurred most likely during the explantation procedure. During analysis the lead proved to be within specifications throughout its inspection. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that a gradual rv threshold increase was observed on this lead during the follow-ups, since (B)(6) 2013 (0,9 v) until (B)(6) 2014 (6,1v). No adverse patient side effects were reported. The date of implant and the exact date of the event were not provided.